Event description:
A consumer reported experiencing blurry vision approx two years following intraocular lens (iol) implant surgery and was scheduled for laser treatment. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Not enough info was provided from the account to properly complete an investigation. (B)(4).